Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that some atrial signals were falling into implantable pulse generator (ipg) blanking during rapid atrial rhythms leading to early termination of the atrial events. The ipg remains in use. No patient complications have been reported as a result of this event.